Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: undetermined.

Event description:
It was reported that a needle clog occurred during use with a bd precisionglide¿ needle . The following information was provided by the initial reporter, it was reported that the consumer attempted to extract the air from cartridge before injecting insulin and syringe kept pulling back and did not stop. Customer attempted to extract the air from cartridge before injecting insulin and syringe kept pulling more and more back and did not stop. 2 occurrences were reported. 1 of 2 complaints.